Event description:
I even passed out in the street [passed out] twice I felt very dizzy, I even passed out in the street. [Dizzy] case description: on (B)(6) 2024 a spontaneous case was reported in brazil by a consumer or other non-health professional via call center representative (phone). The report concerns a consumer. The consumer received corega max fixation + lock cream (carna+polma cream) for indication loose dentures. No concomitant medications were reported. On an unknown date, after an unknown time of starting corega max fixation + lock cream, the consumer experienced a medically significant I even passed out in the street. (Preferred term: loss of consciousness) the outcome of the event loss of consciousness was unknown. On an unknown date, the consumer experienced a non-serious twice I felt very dizzy, I even passed out in the street., (preferred term: dizziness). The outcome of the event dizziness was unknown. No medical history was reported. No drug history was reported. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. The action taken for corega max fixation + lock cream was unknown. Dechallenge result was unknown and rechallenge result was not applicable. The reporter causality was not reported/not assessable with suspect corega max fixation + lock cream. The reporter provided the following comment: "I've been a corega user for a long time and I've never had any problems, but recently I saw an advertisement for max fixacao e bloqueio and bought it, paid 75 reais and twice I felt very dizzy, I even passed out in the street. Connection".

Manufacturer narrative:
Veeva case: (B)(4).